Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿false air-in-line (ail) alarm¿. Based on the review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that the device would alarm air-in-line (ail) after 5 seconds of pressing the start key was not determined because no product or device logs were returned. The reported issue that the device would alarm air-in-line (ail) after 5 seconds of pressing the start key could not be confirmed; no product or device logs were returned for investigation. H3 other text : device was not returned

Event description:
It was reported that when the nurse went to program total parenteral nutrition (tpn) in the neonatal intensive care unit (nicu) profile under ¿pn (nicu) admixture¿ the device would alarm air-in-line (ail) after 5 seconds of pressing the start key. The nurse tried two pc units, two different modules, and reprimed the tubing set. Another nurse noted that there was no air bubbles but the device would still alarm for ail. When the nurse switched to ¿electrolyte solution¿ the device no longer alarmed ail. It was noted that all the pc units on the unit were programmed under ¿electrolyte solution¿. The customer would like to know if they should be using ¿electrolyte solution¿ only for vanilla bags and pn admixture for all tpns. The event occurred in the neonatal intensive care unit (nicu). The customer stated no further information is available.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that when the nurse went to program total parenteral nutrition (tpn) in the neonatal intensive care unit (nicu) profile under ¿pn (nicu) admixture¿ the device would alarm air-in-line (ail) after 5 seconds of pressing the start key. The nurse tried two pc units, two different modules, and reprimed the tubing set. Another nurse noted that there was no air bubbles but the device would still alarm for ail. When the nurse switched to ¿electrolyte solution¿ the device no longer alarmed ail. It was noted that all the pc units on the unit were programmed under ¿electrolyte solution¿. The customer would like to know if they should be using ¿electrolyte solution¿ only for vanilla bags and pn admixture for all tpns. The customer stated no further information is available.